Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during surgery; while loading the lens haptic was bent and it requires replacement. Additional information has been received and stated the iol was explanted and exchanged during initial procedure, scheduled procedure completed the same day. In the surgeon¿s opinion, loading issue with product caused or contributed to the event. There was no impact to the patient.